Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat heavily calcified and tortuous lesion in the left anterior descending arter (lad). During the procedure a 2.80x19mm rx graftmaster stent delivery system (sds) was attempted to be used to treat a perforation; however, the sds was unable to cross the lesion due to the calcification. The sds was removed and the procedure was completed with balloon angioplasty. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, the investigation determined that the reported failure to advance appears to be related to operational context, as it is likely the device interacted with the heavily calcified, heavily tortuous lesion during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device likely contributed to the observed material deformation (proximal bent stent strut) and observed stretched outer member. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.